Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure in 2006 for the treatment of stress urinary incontinence. A sling device was placed into the patient. It was reported that the patient experienced complications including infection, fistula formation, formation of scar tissue, dyspareunia and neurologic compromise to her structures and tissues. No additional information was provided.